Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt never had therapeutic effect following the implant of the neurostimulator. X-rays taken confirmed that the lead had migrated. There was no accident or incident related to this event. The pt met with the company rep last week and was reprogrammed. She now felt the stimulation.